Event description:
On aug. 27, 1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: allergic rhinitis; hives; shortness of breath; itchy and watery eyes; runny nose; wheezing; systemic asthma: type 1 latex allergy.